Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient¿s first device did very well, but the second one did not work at all. Patient stated she adjusted the stimulation and it addressed her leaking, it went away and then she started leaking and had to use more pads for a few days and then it seemed to shut off and her symptoms start returning. No further complications were reported or are anticipated.